Event description:
Pt underwent emergency laparotomy, lysis of adhesions, left salpingo-oophorectomy and evaluation of hemoperitoneum in 2007. During the initial procedure, a #10 flat jackson-pratt drain was inserted into the abdominal cavity by the surgeon. On two days later, the surgeon was removing the j-p drain when the flat portion of the drain itself separated from the tubing and remained in the pt abdomen. The pt was returned to the or on the same day, for a laparotomy and removal of retained foreign body.